Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
Refer to 1219856-2006-00391 for 1st event involving same patient. It was reported the iab was inserted and the pump alarmed helium loss and the bpw was rectangular size. The console was exchanged and the same alarms occurred, high pressure and the bpw were rectangular. Arrow clinical support (acs) provided technical support. The pump alarmed high pressure again. The md decided to remove the iab as the patient's vital signs were stable.